Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received multiple pump error alarms and a low battery alert. Her blood glucose is unknown. During troubleshooting, she stated that she had previously called to report the same alarm. The customer had a power error that recurred within a week of troubleshooting a previous incidence. She also mentioned that she received a low battery alert and goes through a lot of batteries. She was advised that the pump needed to be replaced. The customer was advised to discontinue use of the pump and to revert to the back-up plan per her doctor¿s instructions. The insulin pump will not be returning for analysis.